Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) their implantable neurostimulator (ins) eroded through the skin within the abdomen. It did not break the surface of skin and no infection was present. Movement of the ins led to the erosion through the skin. Surgical intervention was performed to reposition the ins to avoid further erosion. The issue was resolved at the time of this report. It was noted that the patient was sore around the erosion site and the date of this event was not known. If additional information is received, a follow up report will be sent.